Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a bifurcation lesion in the left anterior descending/diagonal artery. The ht balance middle weight (bmw) universal ii guide wire was advanced with no resistance to the target lesion. However, during removal of the guide wire, a separation occurred due to interaction with the side branch. The separated tip got stuck with the main-vessel implanted stent. All attempts to remove the separated tip were unsuccessful. The separated tip was surgically removed during cardiac surgery with endarterectomy and vessel patch. There was no clinically significant delay in the procedure. No additional information was provided.